Event description:
The event involved a 7" pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer, bulk non-sterile where it was reported that some of the intravenous (IV) start trays have the wrong extension sets. As a result, the flushes were not able to work on the extension set as it did not let any fluid go through them. There was unknown patient involvement, and unknown human harm.

Manufacturer narrative:
The device is not available for evaluation; however, a photo was provided. Investigation is pending. D4: only di provided as lot number is unknown. Plots: 13551502 manufacturing date: 3/1/2023 expiration date: na bulk non-sterile. 13692052 manufacturing date: 7/1/2023 expiration date: na bulk non-sterile.

Manufacturer narrative:
No mc33122-ns product sample was returned for investigation. Customer did provide one (1) photo showing opened package, one set missing prime cap. Complaint of "flushes were not able to work on the wrong extension set as it did not let any fluid go through them." Confirmed. A probable cause cannot be identified based on the information that has been provided and no sample to evaluate. Lot history review could not be returned due to unknown lot number.